Event description:
During a lap cholecystectomy, the device was being used to clip the cystic duct when it was noticed that the clip had crossed over itself like a scissors. The device was set aside, a new one was opened and the case was completed without any further complication. No pt consequence. One device returning.